Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient couldn¿t tolerate the stimulation from their implantable neurostimulator (ins). This issue was discovered on the day prior to the report when they were 4-5 miles from home; the ins was on and they did not have the controller at the time. When the patient got home, she put the stim settings down to the lowest level, ¿level a", but she wasn¿t getting any stimulation at all. When the patient put the stim back on ¿level b¿, at the lowest level, the stimulation was ¿not tolerable at all¿ at the time of the report, the stimulation was turned off, but it was still ¿stimulating her beyond¿ and kept going. To resolve the issue a manufacturer representative (rep) was contacted to meet with the patient for troubleshooting and/or programming. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. The rep indicated that the stimulation issue was resolved. They will be meeting with the patient again on (B)(6) 2018 to reprogram and get adaptive stimulation set up. No further complications were reported/are anticipated.